Event description:
It was reported that catheter break occurred. The 70% stenosed target lesion was located in the non-tortuous and severely calcified deep vein of the left limb. An angiojet solent omni was advanced for a thrombectomy procedure. During procedure, the catheter worked under thrombectomy mode for about 5 seconds however, a fracture near the connector of the y-valve on the golden catheter was noted. There was no visible damage on the catheter but catheter was leaking liquid and there was liquid in the pump. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the solent omni thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. The waste bag was cut-off when received and not returned for analysis. Inspection presented no damage or irregularities to the catheter, boot/pump assembly or device. Functional testing was performed by placing the device in the angiojet ultra console. Testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy. The device ran within normal range without any leaks from the catheter, boot/pump assembly or device and there were no errors/alarms from the console.

Event description:
It was reported that catheter break occurred. The 70% stenosed target lesion was located in the non-tortuous and severely calcified deep vein of the left limb. An angiojet solent omni was advanced for a thrombectomy procedure. During procedure, the catheter worked under thrombectomy mode for about 5 seconds however, a fracture near the connector of the y-valve on the golden catheter was noted. There was no visible damage on the catheter but catheter was leaking liquid and there was liquid in the pump. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.